Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose, including hyperglycemia, after using meal announcements as corrective boluses, which maladapted the ilet corrective algorithm and meal announcement behavior; the user was on ilet with a g7 cgm and a 23" teflon 6 mm infusion set and completed a factory reset followed by full setup and successful pairing with the mobile app, with additional training arranged. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no hospitalization, and completion of troubleshooting and education. Investigation included review of uploaded reports, user guidance through factory reset and device setup, and education on appropriate use of meal announcements and corrective features. Investigation of this case revealed user technique contributing to maladaptation of the algorithm, with device function restored following factory reset and reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.